Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient contact reported receiving a balloon valve leak during drain 0 of 4 of treatment. The lines were clamped and treatment cancelled. The treatment was resumed then an air detected in cassette alarm during fill 1 of 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak and air detected in cassette alarm events occurred on (B)(6) 2025. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient contact reported receiving a balloon valve leak during drain 0 of 4 of treatment. The lines were clamped and treatment cancelled. The treatment was resumed then an air detected in cassette alarm during fill 1 of 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported fluid leak and air detected in cassette alarm events occurred on (B)(6) 2025. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.